Event description:
It was reported that handpiece would "not secure/hold the burr." It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It is unknown if there were any injuries or medical intervention. The event date was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.